Manufacturer narrative:
A ge service representative performed an on site investigation. The ribbon cable, generator drive board, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent overload fault error messages. This error causes the system to shut down. There is no report of injury or death associated with the event described in this complaint.